Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the occlusion seal was broken¿ was confirmed, the downstream occlusion (dso) seal was damaged. Probable cause could be cleaning products, however, not confirmed. The dso seal was replaced, and the device passed all functional testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the occlusion seal was broken. There was no patient involvement.